Event description:
In 2002, the pt was reportedly seen at the center. Three electrodes had out of range impedance. Programming changes were made. The pt continued to be monitored by the center. The pt reportedly was making slower progress than expected while using the device. In 2003, the pt was seen at the center for device eval. The center requested that a company rep evaluate the pt. The following month, the pt was seen by a company rep for device eval. A CT scan for the pt was ordered. A recommendation was made to schedule surgery to explant the pt's c1 device.